Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set would not prime; the tubing appeared to be sealed. The device was being primed with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation. The visual inspection verified the presence of two kinks on the tubing, just below the chamber and just above the upper y-site. Visual inspection also verified that the tubing walls were touching at both kinks. The device was underwater pressure tested and it was determined that flow was verified just above the upper y-site, but not below the chamber. The reported condition was verified, as flow was inhibited by the kink. The causes of the kinks were unable to be determined. A CAPA has been opened to investigate the issue. Should additional relevant information become available, a supplemental report will be submitted.